Event description:
It was reported that the tip of the dhs impactor broke while impacting the plate. The broken piece of the impactor was retrieved. This happened at the end of the procedure, and there was no need to used another instrument. Procedure was completed with no further problem. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was examined to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that there were no issues during the manufacturing that would contribute to this complaint. The product evaluation visual inspection revealed heavy impact marks and gages found on impactor tip. Part of tip is broken off and was submitted with the complaint. This complaint is deemed invalid from a design standpoint.